Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) inspected the device and found that the device was contaminated with water. Covidien was not authorized to repair the ventilator at this time. The ventilator is labeled do not use.

Manufacturer narrative:
(B)(4).